Event description:
Cpu pcba was replaced to address the reported problem.

Event description:
The international customer reported the ventilator went vent inop and alarmed during normal ventilation operation. Vent inop, when in use, will stop providing ventilatory support to the pt. The customer reported the device was not in use on a pt therefore there was no pt involvement or harm. The mfrs field service engineer evaluated the device and confirmed the reported problem. Completion of the service is pending.

Manufacturer narrative:
Supplemental report